Event description:
The customer stated that he tested his blood glucose and received a reading of 299 mg/dl using his contour meter. He retested using another meter and received a reading of 147 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned for evaluation at this time.